Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experienced ineffective therapy/ pain at the ipg site was reported to abbott. Troubleshooting revealed high and low impedances. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high and low impedances on two leads. Additionally, the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.